Event description:
Developed toxic anterior segment syndrome less than 24 hours post cataract surgery. One of 5 cases on three separate days at two different hospitals within the system. All other possible factors ruled out by investigation. No further cases noted after cessation of iol injector use.